Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer cancelled their appointment due to their daughter's illness. The consumer was going to contact the rep. To reschedule but as of march 1st the rep. Still hadn't heard from them.

Manufacturer narrative:
Concomitant product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the therapy was not as effective as before and that it did not radiate around as before. Since (B)(6) 2015, the patient stated that it was not right. Under fluoroscopy the week prior to the report, it was noted that the leads had moved at least one vertebral body. This is the reason that the patient didn't have the relief/coverage as before. Actions/interventions are scheduled to take place on (B)(6) 2016. The patient status at the time of the report was alive and no injury. Additional information has been requested regarding the cause of the event, actions/interventions, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.